Event description:
Infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2) study: subject (B)(6). Patient sent a message to the clinical team on (B)(6) 2023 reporting inability to do heel lifts due to lack of strength. She also reported numbness that runs the length of her shin bone on the front of her leg. An emg was scheduled (B)(6) 2023, due to patient travel beforehand. Emg showed evidence of left sciatic mononeuropathy affecting the tibial fascicles more than the peroneal fascicles, localized to the popliteal fossa. Patient had initial visit with peripheral nerve injury clinic on (B)(6) 2023. Patient will continue physical therapy to improve symptoms, medication and intervention were not recommended. Update 16 jan 2026: 30-oct-2025 ¿numbness and tingling in the left leg and foot have improved since the last visit. Symptoms are likely due to a nerve injury sustained during the ankle replacement surgery that is permanent, thus classifying it a serious adverse event. The nerve injury is focal, primarily affecting one nerve root, contributing to pain and stiffness. The neurogenic element is better than before but not perfect. Did this adverse event meet the criteria of a serious adverse event during the time period since the last report? : yes¿

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided the investigation will be reassessed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2) study: subject (B)(6). Patient sent a message to the clinical team on (B)(6) 2023 reporting inability to do heel lifts due to lack of strength. She also reported numbness that runs the length of her shin bone on the front of her leg. An emg was scheduled (B)(6) 2023, due to patient travel beforehand. Emg showed evidence of left sciatic mononeuropathy affecting the tibial fascicles more than the peroneal fascicles, localized to the popliteal fossa. Patient had initial visit with peripheral nerve injury clinic on (B)(6) 2023. Patient will continue physical therapy to improve symptoms, medication and intervention were not recommended. Update 16 jan 2026: 30-oct-2025: ¿numbness and tingling in the left leg and foot have improved since the last visit. Symptoms are likely due to a nerve injury sustained during the ankle replacement surgery that is permanent, thus classifying it a serious adverse event. The nerve injury is focal, primarily affecting one nerve root, contributing to pain and stiffness. The neurogenic element is better than before but not perfect. Did this adverse event meet the criteria of a serious adverse event during the time period since the last report? : yes¿.